Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v785931, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07/21/2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient claimed the ins stopped working for her. The patient needed an MRI, so she requested the ins be removed. The hcp stated that the doctor attempted to remove the system and was able to explant the ins, but the entire lead remained implanted. It was noted that the patient was doing well at an appointment in (B)(6) 2016 and then reported that it wasn't working at an appointment on (B)(6) 2018. It was also stated they could not remove the lead. No further complications were reported or are anticipated.